Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the additional information received. Based on the review of the provided medical records, the patient had a ventral incisional hernia repaired with a composix kugel mesh on (B)(6) 2005. A few weeks after that surgery, the patient reported feeling a pull in the lower part of the incision after a fall. There is no record of the doctor performing any followup tests regarding this fall. Five years post implant, the patient underwent exploratory laparotomy after a CT scan indicated a possible infection. The mesh was explanted. It was noted that the "peripheral fixation ring" had cracked in several spots and that one of the ends was lying within a loop of small bowel. The operative report noted that a small bowel section over a fistula and the mesh were sent to pathology. However, those reports were not included in the medical records received. Currently, it is unknown whether the mesh may have caused or contributed to the alleged event. The patient was suspected to have developed an infection. The IFU states that in an infection develops, it should be treated aggressively. The patient was also reportedly treated for a fistula, which is a possible adverse reaction stated in the product's IFU. We are unable to determine the condition of the mesh after explant. No pathology reports were provided and no sample has been returned. A manufacturing review, including verification of sterility, was performed and found no evidence of a manufacturing related cause for the alleged event. Based on the information provided, no conclusion can be drawn.

Event description:
Based on a review of medical records provided by the patient's attorney: (B)(6) 2004 - repair of right direct inguinal hernia with perfix plug. On (B)(6) 2005 - open repair of ventral incisional hernia with composix kugel mesh, takedown of abdominal adhesions and adhesiolysis. On (B)(6) 2005 - patient reports feeling a pull on the right lower quadrant of the incision site after a fall. On (B)(6) 2010 - exploratory laparotomy, removal of "probable infected composix kugel", resection of small bowel fistula, primary anastomosis of small bowel resection, abdominal wall reconstruction with non-bard mesh. On (B)(6) 2010 - wound vac placed.